Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported via a voicemail that the customer believes to have over delivered insulin when delivering a bolus. Tandem technical support followed up with the customer, and the customer believes that the bolus request had been stopped prior to it starting. Reportedly, the customer was driving when attempting to deliver the bolus, and entered an incorrect amount. Review of the bolus history showed that the customer stopped the bolus request at 0 unit of a 11 unit bolus, and no units had been delivered. At the time of the call, the customer reported that blood glucose (bg) level was 200 mg/dl. The customer declined to deliver another bolus at the time of the call due to having 0.44 units of insulin on board (iob), and going to the gym which would cause bg level to continue trending downwards.